Event description:
On (B)(6) 2010, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2010, follow-up CT showed type 2 endoleak and the physician decided to take wait and watch approach. On an unk date in (B)(6) 2012, follow-up CT revealed the pt developed the aneurysm enlargement (greater than 5mm) due to the type 2 endoleak. On (B)(6) 2012, angiogram showed the type 2 endoleak originated from the internal iliac artery and the lumbar artery. The physician performed coil embolization in the internal iliac artery and the lumbar artery. Endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Results code: the review of the mfg paperwork verified that this lot met pre-release specifications. Conclusions code: according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Add¿l device implanted and involved in this event: pxa230300/7156618, pxc181200/7557985, pxc161200/7725307.